Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the cartridge "does not detect insulin". Customer declined follow up from tandem technical support. There was no reported adverse impact.